Manufacturer narrative:
Product complaint (B)(4). Additional information: d 4. Expiration date, h4 additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did a total of 12-14 sutures of lot tkbekj and approximately 12-14 sutures of lot tkbetq break during the same patient procedure? Please confirm that an approximate total of 24-28 sutures broke during the one patient procedure. The sales rep and he told me that that only 12-14 sutures of lot tkbekj break during suture, but the surgeon decided to sent lot tkbekj and lot tkbetq back for investigation. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures of eh7469e, lot tkbekj were impacted in this procedure? How many sutures of eh7968e, lot tkbetq were impacted in this procedure? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-04902, 2210968-2024-04903, 2210968-2024-04904, 2210968-2024-04905, 2210968-2024-04906, 2210968-2024-04907, 2210968-2024-04908, 2210968-2024-04910, 2210968-2024-04911.

Event description:
It was reported that the patient underwent a vascular anastomosis procedure on an unknown date in 2024 and suture was used, during the surgery, the sutures broke. No patient harm or significant delay was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/1/2024. Additional information was requested, the following was obtained: how many sutures of eh7469e, lot tkbekj were impacted in this procedure? Cannot be answered for sure 12-14 ea of one lot how many sutures of eh7968e, lot tkbetq were impacted in this procedure? Approx. 12-14 ea the following information was requested: the information received states that approx. 12-14 sutures of each lot tkbekj and tkbetq broke during the procedure. The initial reported quantity involved was 10 impacted products. Please clarify: did a total of 12-14 sutures of lot tkbekj and approximately 12-14 sutures of lot tkbetq break during the same patient procedure? Please confirm that an approximate total of 24-28 sutures broke during the one patient procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events: 2210968-2024-04902, 2210968-2024-04903, 2210968-2024-04904, 2210968-2024-04905, 2210968-2024-04906, 2210968-2024-04907, 2210968-2024-04908, 2210968-2024-04910, 2210968-2024-04911, 2210968-2024-05013, 2210968-2024-05014.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2024. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Two hundred five representative unopened samples and one open undispensed sample that pertain to product code eh7469e were received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirty-two samples and the open sample, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.